Event description:
The pt had a tvt secure device placed in 2008. Her stress urinary incontinence did not improve. Her surgeon moved out of state and she was seen in follow up by another physician who performed an examination and found a large "knuckle" of mesh exposed in the vagina. Estrogen cream was prescribed and a urogynecologist was consulted. By the time the pt presented to the urogynecologist's office, the edge of the mesh was exposed along the entire left side of the vagina, in addition to the large extrusion previously mentioned. The pt demonstrated stress incontinence during the examination. The operative report from the secur placement was reviewed and apparently the device did not deploy appropriately and a second device was used. She was admitted for removal of the mesh and burch retropubic urethropexy was performed. Mesh was found in the left retropubic space and removed. She remained continent at her first two postoperative examinations.